Event description:
It was reported that the right ventricular lead had high capture threshold and a lead extraction procedure was scheduled on (B)(6) 2018. A venogram was taken and it was revealed that the right subclavian vein was occluded. The patient was then prepped for an extraction of the right ventricular lead. The extraction procedure was not successful and the right ventricular lead was left in the patient. A new right ventricular lead was implanted from the left side. The patient tolerated the procedure well and there were no adverse events during or after the procedure.